Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusions will be made available following an engineering eval.

Event description:
It was reported that, "the 7mm inserter was sent out in our anchor-c tray and returned to the branch with this broken piece. The event didn't occur during surgery, so the specific details of how this tip broke off are unclear. However, the tip of the inserter which threads into the anchor-c cage is broken and missing, leaving the instrument useless."